Event description:
Hcp reports pump was explanted due to battery failure. The patient had some increase in pain. The pump was interrogated when the alarm was sounding. It was found to be a low-battery warning and was explanted and returned to the manufacturer for analysis. The patient outcome was reported as "fine."